Event description:
It was reported that the unknown xience v stent was deployed during the index procedure on (B)(6) 2012. On (B)(6) 2012, the patient had angina and underwent revascularization of the target lesion. On (B)(6) 2013, the patient underwent revascularization of the target lesion with a balloon and stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.